Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight of the device to the specification, crease fold, a deformation, wear abrasion, and clouds. Bubbles were observed after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of lymphedema and late seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are late seroma, change in shape, lumps, lymphedema, pain, and backup fluid around the breast to the arm on the left side, and exchange of textured implant for smooth implant. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported a left side "removal / replacement of textured for smooth implant, shape has changed and pain / fluid around implant and up under arm", "lumps on the left breast and problems with lymphedema and backup fluid around the breast to the arm." Patient additionally reported "breast cancer stage iii prior to having the breast implant placed"; this event is not related to the device. Device remains implanted.